Event description:
It was reported that the patient's left hip was revised due to trunnionosis leading to dissociation of the head from the stem. The stem, head and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there were no allegations against the revised liner. Rep will provide all images and documents available from the hospital and surgeon upon request.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.